Event description:
(B) (4). The patient was enrolled in (B) (6) 2007. A type I lesion was identified in the left carotid artery. The reference vessel diameter was 8.0mm. The lesion length was 8mm. There was 50% stenosis as measured via nascet. The target vessel was non-tortuous with 2+ calcium present. No thrombus, ulceration, dissection or pseudo-aneurysm was identified. A filterwire ex (190cm) was used for cerebral protection. There was successful use of the cerebral protection device. A 9.0mm/40mm carotid wallstent was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 1.0 ui and vasodilators, nootropril 9g and nitrate 0.5ml were given during the procedure. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure, the subject remained asymptomatic. The carotid wallstent was found to be patent with a residual stenosis of 0%. There were no complications less than 24 hours post-procedure. The patient had a follow up visit in (B) (6) 2007. The patient was found to be asymptomatic. However, the neurological examination (speech and language, mental and intellectual, cranial nerve and eye, motor and sensory systems) were found to be abnormal and worse than the prior visit. The wallstent was patent with a 10% residual stenosis. On the same day as the follow up visit, it is documented that the patient died. The physician documented the following comment, "he died in cardiac insufficiency. (Cardiogen shock)." No additional information data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.